Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. While recurrence is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.

Event description:
Pt had a laparoscopic nephrectomy done by a hand port incisional hernia. The defect was initially repaired with a kugel mesh device. Postoperatively, the pt gained 30 pounds, in about one year time frame and had a recurrence of the previous hernia.